Manufacturer narrative:
The reported events were lead dislodgement and cardiac perforation. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. No other anomalies were found.

Event description:
It was reported that the patient presented with pacemaker erosion through the pocket and infection. A transesophageal echocardiogram revealed tricuspid valve regurgitation, cardiac perforation, and pericardial effusion caused by the implanted leads. During the system removal procedure, fluoroscopy confirmed dislodgement of both the right atrial (ra) and right ventricular (rv) leads. The pacemaker, ra lead, rv lead, and a previously capped rv lead were explanted on (B)(6) 2026. The patient remained in stable condition.